Event description:
The sales representative reported that the driver was stripped when they went to use it during surgery. During a follow-up communication, the sale representative reported that during implantation of screws, surgeons do not seat the driver into the screw head properly and the torque on the driver strips heads. There was no surgical delay, or patient injury. The surgeon completed the case as intended.

Manufacturer narrative:
Product investigation/evaluation is pending.